Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose and protruded drive support disk. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump kept pushing insulin out after the act button was released during the fill tubing process. The blood glucose reading was 265 mg/dl. The customer stated that she was unable to exit the preparing to prime loop. Upon troubleshooting, it was found that the insulin pump could not power back up after the battery was replaced. Troubleshooting could not be completed as a result. Advised replacement of the insulin pump. Nothing further reported.